Event description:
On (B)(6) 2011, patient reported insulin leakage at her infusion site. The infusion set was in use for 2 days, and patient noticed the leakage when the infusion set adhesive started to peel off. Patient did not sweat excessively or engage in activities. Infusion site was cleansed with alcohol before insertion of the infusion set. Infusion set was requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.